Manufacturer narrative:
(B)(4). (UDI): na. Concomitant medical products: nexgen cr-flex femoral component, catalog #: 00595001602, lot #: 62162234. Nexgen stemmed tibial component, catalog #: 00598004701, lot #: 62227552. Nexgen stem extension replacement screw, catalog #: 00598009000, lot #: 62201348. Nexgen prolong cr-flex articular surface, catalog #: 00595204010, lot #: 62157411. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of medical records note that there were no complications noted in the procedure report. It was further reported within the medical records that the patient had a broken internal right knee prosthesis observed. External radiologist reviewed provided x-rays and noted that the tibial component has a slightly varus position as well as a slight posterior slope. Osteopenia is present but there is not signs of loosening or radiolucency. No evidence of malfunction of any implant component. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03574, 3007963827-2018-00111, and 0002648920-2018-00546. Location unknown.

Event description:
It was reported that on an unknown date the patient experienced a broken internal right knee prosthesis. The intervention for correction is unknown. Attempts have been made and additional information on the reported event is unavailable.